Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, a system error 322 was reproduced. A review of the event history log revealed system error 322 messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Evaluation found that all of the switches functioned normally but the input/output printed circuit board (I/o pcb) failed to function normally. The cause of the condition was determined to be a failing I/o pcb, which was showing that the lower link switch as closed. The I/o pcb requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.